Manufacturer narrative:
Internal file number: (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. Evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be confirmed. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the dragonfly oct catheter interaction and/or manipulation of the device resulted in the noted core and ribbon bends; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and eccentric de novo lesion in the mid right coronary artery. An unknown bmw guide wire was advanced to the lesion and a dragonfly optical coherence tomography (oct) catheter was advanced over it; however, resistance removing the dragonfly oct catheter was felt. Both devices had to be removed together. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.